Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been received to date.

Event description:
It was reported that the pump exhibited an error code system failure and backup audible alarm. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one device received for investigation. Event history log found no error which related to customer problem. Device passed time base error 8 day test. No problem was found. Replaced main board for back up audible alarm post during testing. Performed function and delivery tests. A DHR review was not conducted, based upon review of the information provided by the customer, as it does n ot indicate a problem with the initial manufacture or prior repair of the device., corrected data: h6: health effect code-clinical signs or symptoms corrected